Manufacturer narrative:
Calibration data was acceptable. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, multiple sample short and sample clot detection alarms were noted on the day of the event near the time the sample was processed. The field service engineer performed preventive maintenance on the analyzer. Performance testing passed. A blank cell calibration was performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys pth immunoassay results for 1 patient plasma sample on a cobas e 801 analytical unit. The initial pth result was 10 pg/ml. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated and the result was 29 pg/ml. The sample was also repeated on another e801 analyzer and the result was 28 pg/ml. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 801714. The expiration date was not provided. The qc recovery data provided was acceptable. The investigation is ongoing.